Event description:
It was reported that the unit broke in the femoral tunnel at the time of insertion. It was further reported that the distal part of the unit was not removed from the pt, it was used for fixation. The surgeon was only able to remove the proximal part the unit. It was further reported that there was no delays in the procedure and no add'l medical intervention was required.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.